Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that every time the patient stands up they have to urinate immediately and can't stop it. Reviewed how to increase stim. Caller was able to successfully increase stim to a comfortable level. Additional information was received from the patient. The patient representative called back and repeated information previously noted. Patient was still experiencing urgency. Caller had been told changing programs was another option. Walked caller through how to change programs. Caller will maintain stimulation and monitor symptoms. Additional information was received from the patient representative. They called back and stated the patient was urinating at night and the healthcare provider (hcp) directed them to change programs. The patient rep stated the hcp did not provide a specific program to change to. The patient rep connected to the ins during the call and changed programs. The patient rep increased stimulation to a comfortable level and would monitor symptoms. Additional information was received from the patient. The patient representative called back with patient. Caller stated they kept seeing device not responding screen on handset. Agent reviewed repositioning communicator and general ins location. After repositioning communicator many times, caller was able to connect to ins. Caller stated ins moved significantly from where they thought it was. Patient mentioned during the call that they were having issues urinating again and that it comes out of them when they stand up. Agent reviewed therapy adjustment options. Caller will maintain stimulation and monitor symptoms. Redirect to hcp if issue persists.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the device had moved lower in their buttocks but now they knew where it was. It was unknown if the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they put it on the place where the device moved, and they will see if it stays in position.